Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the warning light came on while charging. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported before a surgical procedure, it was observed that the battery device was flashing the warning sign. According to the report, the device was place in a universal battery charger device the morning before surgery. However, after ten to fifteen minutes of being charged, it was observed that the device was flashing a warning sign. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.